Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture baker grade iii is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Healthcare professional reports left side capsular contracture, baker grade iii. The device remains implanted.

Event description:
Patient reported ¿pain in breasts¿, ¿inflammation in breasts¿, ¿serious risk patient would be taking¿, ¿folds in the implants¿, ¿displacement (anterior rotation)¿, and ¿replacing the defective implants that were the subject of recall¿.